Manufacturer narrative:
Info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reasons for return were "helix would not extend, threshold unacceptable, and lead impedance (hv) high". The reason for return helix could not extend was confirmed due to dried body fluid in and on the inner coil. After cleaning the helix could the lead, the helix could not be extended. The lead was cut at 10cm from the helix where analysis showed dried body fluid in and on the inner coil. Torque was ten applied to the inner coil, extending and retracting the helix in 3 revolutions. The complaint threshold unacceptable and lead impedance (hv) high could not be confirmed because electrical tests performed on the lead had normal test results and x-ray analysis of the rv shock coil/cable showed no fracture. The helix extension measurement was normal and within spec.

Event description:
It was reported that during the implant attempt, the pt had high pacing and dpt thresholds. During the repositioning attempts, the helix would not extend nor retract. The lead was returned and another lead was implanted. No adverse events were reported.